Event description:
Adverse event(s): delay in surgery (no code available). Product problem(s): "touchscreen froze" (no display or display failure); "system message received" (error message given). An engineer reported the touchscreen froze during a case. A system message was also displayed. Another system was brought in and the case was completed. No pt injury was reported.

Manufacturer narrative:
A review of the serial number revealed there were no similar issues identified during the manufacturing process for this system. There has been one similar report received for this serial number. The system was returned for eval; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).